Event description:
I had prk surgery. The surgery was painful on my right eye and stung for a short period during surgery. The recovery was long and painful with scarring, constant stinging, discomfort and dryness. My sight continues to deteriorate with time. The doctors basically said live with it. MFR reported as (B)(6).